Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water ch. Cfu: 0 cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A additional potential adverse event was noted where foreign material remained on the distal end cap cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive in culture testing (event 1) a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. For the event of foreign material remained on the distal end cap cover (event 2), the foreign material could not be identified however, it is likely that chipping of the distal end cap cover caused the event. The following is included in the device IFU: for event 1: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". For event 2: the event is detectable/preventable by handling device in accordance with the following IFU. - IFU: olympus gif-h185 olympus cf-h185l/I operation manual chapter 3 preparation and inspection states detection methods. - IFU: olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.